Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had a critical pump error alarm. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer stated that the insulin pump with an x arrow pointing to the book and a question. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.